Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced an issue due to the venous sensor not functioning. Event occurred during treatment while the patient was connected. Patient opted to complete treatment on a different machine. No blood loss was experienced. There was no indication of patient harm or adverse event. Upon inspection of the machine by a fresenius (B)(4) technician, it was discovered that the hydrophobic filter had blood on it. The technician put the machine through a rinse, conducted a detailed review, and diagnosed the repair. He proceeded to replace the damaged filter, correctly rearm the concentrate assemblies, and notify the nurse personnel of the failures. Pressures, flows, conductivity, temperature, and functions were all reviewed and found to be acceptable. Machine passed testing under a simulated dialysis with satisfactory results. After going through a disinfect the machine was left working correctly. No sample was returned to the manufacturer for physical evaluation.